Manufacturer narrative:
A system log review was not performed since there is insufficient or unconfirmed event information. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Citation: ito, h., et al. (2024). Interim analysis of robot-assisted radical hysterectomy in japan: a multicenter, prospective interventional single-arm clinical trial. Bmc cancer, 24(1). Https://doi.org/10.1186/s12885-024-13090-z

Event description:
A review of a literature article ¿interim analysis of robot-assisted radical hysterectomy in japan: a multicenter, prospective interventional single-arm clinical trial¿ was performed. The article noted that during these da vinci surgeries, no defects were found in the dvss itself. However, instrumentation failures were observed in two cases. In one case, the cover of the monopolar scissors fell off, and in another case, the operative field was disturbed due to decreased insufflation pressure caused by organ entrapment in the airseal® port of the insufflation device. Per the author, there was no malfunction of da vinci - other than those listed above. The surgery was performed using the dvss s, si, or xi models.